Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the estimated longevity remaining decreased from 47% to 9% over the course of five months. A request was made to have data from this device analyzed. Data analysis has not yet been completed. The device remains in service and has been already scheduled for replacement. No adverse patient effects. Data analysis was completed and confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Information provided indicates the device replacement was not performed as scheduled and the patient was referred to a different hospital for the procedure. The new date for the device replacement has not yet been scheduled. The device was explanted and replaced. No additional adverse patient effects. The device is expected to be returned for analysis. The device was returned for analysis.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the estimated longevity remaining decreased from 47% to 9% over the course of five months. A request was made to have data from this device analyzed. Data analysis has not yet been completed. The device remains in service and has been already scheduled for replacement. No adverse patient effects. Data analysis was completed and confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the estimated longevity remaining decreased from 47% to 9% over the course of five months. A request was made to have data from this device analyzed. Data analysis has not yet been completed. The device remains in service and has been already scheduled for replacement. No adverse patient effects. Data analysis was completed and confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Information provided indicates the device replacement was not performed as scheduled and the patient was referred to a different hospital for the procedure. The new date for the device replacement has not yet been scheduled.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the estimated longevity remaining decreased from 47% to 9% over the course of five months. A request was made to have data from this device analyzed. Data analysis has not yet been completed. The device remains in service and has been already scheduled for replacement. No adverse patient effects. Data analysis was completed and confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Information provided indicates the device replacement was not performed as scheduled and the patient was referred to a different hospital for the procedure. The new date for the device replacement has not yet been scheduled. The device was explanted and replaced. No additional adverse patient effects. The device is expected to be returned for analysis.